Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed multiple infusion sets to address the alarm, but cause could not be determined. No reported impact to the customer¿s blood glucose level.